Event description:
It was reported that the rigid video scope had optics flicker and broken in the middle. The issue was identified in reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device was broken, the outer tube was deformed, and the connector on the video cable was corroded. Based on the results of the investigation, it is likely the following led to the flickering image malfunction: the charged coupled device is broken and therefore the insertion pipe does not rotate smoothly. The investigation findings do not lead to a clear conclusion about the cause of the broken charged coupled device, corrosion of the video cable connector, or the deformation of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.